Event description:
Unable to deploy the bare stent: after two stents of the treo main stent graft was deployed, the clasp release was pulled in order to release the bare stent for deployment. However, the holder was slightly lowered towards the periphery, but the bare stent was not deployed. Although the clasp release was then moved up and down and the entire delivery system was moved, no improvement was made. As the physician thought that it might be difficult to lower the holder with two stents of the main stent graft released, the physician deployed up to three stents and moved the clasp release up and down in the same way. However, the outcome was the same. When the clasp release is pulled to the periphery, the holder usually moves down in two steps. This time, however, the clasp release was only able to be pulled to the first step and resistance was felt in the second step. The procedure was then converted to open repair. The physician checked the condition of the bare stent during the abdominal surgery. It was difficult to lower the clasp forcibly with forceps, and the bare stents were attempted to be removed one by one from a small gap. However, the last bare stent could not be removed easily. Having looked closely, two portions of the proximal clasp appeared to go through the bare stent. As the patient was 63 years old, which was young, the patient underwent vascular prosthesis replacement using a y graft for an abdominal aortic aneurysm (aaa) and the procedure was successfully completed. An intraoperative angiography video will be obtained. Operation type: evar. Blood loss: unknown. Explant date: (B)(6) 2022. Tc#: (B)(4). Patient outcome - "the patient recovered."

Event description:
Unable to deploy the bare stent: after two stents of the treo main stent graft was deployed, the clasp release was pulled in order to release the bare stent for deployment. However, the holder was slightly lowered towards the periphery, but the bare stent was not deployed. Although the clasp release was then moved up and down and the entire delivery system was moved, no improvement was made. As the physician thought that it might be difficult to lower the holder with two stents of the main stent graft released, the physician deployed up to three stents and moved the clasp release up and down in the same way. However, the outcome was the same. When the clasp release is pulled to the periphery, the holder usually moves down in two steps. This time, however, the clasp release was only able to be pulled to the first step and resistance was felt in the second step. The procedure was then converted to open repair. The physician checked the condition of the bare stent during the abdominal surgery. It was difficult to lower the clasp forcibly with forceps, and the bare stents were attempted to be removed one by one from a small gap. However, the last bare stent could not be removed easily. Having looked closely, two portions of the proximal clasp appeared to go through the bare stent. As the patient was 63 years old, which was young, the patient underwent vascular prosthesis replacement using a y graft for an abdominal aortic aneurysm (aaa) and the procedure was successfully completed. An intraoperative angiography video will be obtained. Operation type: evar. Blood loss: unknown. Explant date: (B)(6) 2022. (B)(4). Patient outcome - "the patient recovered."